Event description:
Additional information was received that a subsequent shock impedance measurement greater than 125 ohms was observed. Electromagnetic interference (emi) was suspected, however, unconfirmed. The patient's healthcare team was to continue monitoring the device system.

Event description:
Additional information was received that the high out of range shock impedance measurements continued, subsequently the right ventricular (rv) lead was surgically abandoned . The implantable cardioverter defibrillator (ICD) remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high shocking lead impedance measurement greater than 125 ohms. Impedance testing in all vectors indicated no noise on shock channel. Commanded shocks were performed and results were within normal range. The physician will continue to monitor this patient. Additional information obtained from the field representative indicated that the cause was not determined. This device and lead remains in service. No adverse patient effects were reported.